Event description:
It was reported that the chemical solution leaked when using the product. The event occurred during priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one unit was returned for investigation. Visual inspection found no damage or other defects were detected on the sample. During the functional test, a leak was found in the union with s-10 solvent check valve umbrella to the tubing. Leaking was confirmed. Root cause was not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.